Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports left ruptured. Device removed and replaced.

Event description:
Physician reports left ruptured. Device removed and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, an opening on posterior, red particles on the shell, wear abrasion, and crease fold. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.